Event description:
The pt had a procedure to the mid lad. The 3.7mm vessel was not tortuous. The 28mm type c lesion was irregular and concentric with little or no calcification and no thrombus. A 3.5x30mm bare metal driver stent was implanted at 14atm. Three months later, the pt started having a series of cardiac and non-cardiac events. Eight month post driver implant, the pt had a 97% in-stent restenosis (isr) of the driver stent, for which a 3.5x33mm cypher stent was placed to treat it. The stenting induced a snow plough on the lesion, leading to ostial residual stenosis of greater than 70%, with a recoil and dissection. A 2.5x13mm cypher stent was placed to treat the dissection. The final result was 0% post procedure stenosis. Per report, the diagonal ostial stenosis was linked to the isr of the driver stent. The lesion was initially treated by balloon inflation. The event was resolved without sequel.